Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarms by repositioning himself and resumed insulin delivery. Tandem technical support attempted to follow up with customer for additional information, but no response was received. Customer's blood glucose was 300 mg/dl at time of event.